Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The right and left plunger cases were cracked. No visible contamination was reported. The force sensor test was duplicated during the power up process. Error history log review found a force sensor test error. The root cause of the reported issue was unable to determined. Actions were taken to mitigate the reported issue: replaced main board. Power up process and device passed all the functional test.

Event description:
It was reported that the pump had a force sensor error. No patient injury was reported.